Manufacturer narrative:
Investigation findings: no lot code: with no means to determine the manufacturer/asset line and/or day of production, no further investigation on this individual complaint was performed. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that her click regular tampon came apart in two pieces upon removal. The cotton part came out first with the string attached and the outer shell came out separate. Tampon pieces remained inside of her. She is confident she was able to remove the remaining pieces. No further information is available at this time.